Event description:
Caller reported an alarm with the tandem mobi cartridge during the load process. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support educated the caller on the correct cartridge loading process and confirmed the issue with consecutive cartridges. Technical support arranged for a replacement pump and instructed the caller on returning the problematic pump. The caller was advised to use a backup insulin pump temporarily and to program and connect their settings and cgm to the new replacement pump. The caller understood and acknowledged all instructions.